Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in treatment when fluid was noticed coming out of the cycler. Prophylactic antibiotics were administered as a precaution and pt had no adverse effects from the incident. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer with one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.